Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Therapy was restored.

Event description:
It was reported the patient experienced an infection at the lead site. Surgical intervention took place on (B)(6) 2026 wherein a graft and clean out was done to address the issue. Prior to the procedure the ipg was placed in surgery mode and following the procedure the ipg was unable to connect to external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date to address the inoperable ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.